Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that a fluid leak occurred during their pd treatment, while in drain 1 of 3. Prior to discovery of the fluid leak, there was an ¿m31 air detected in cassette¿ alarm that occurred. The patient contacted their pd nurse to get assistance bypassing the alarm. Together, they were unable to clear the alarm and move forward in the treatment. As a result, the pd nurse advised the patient to contact ts for further assistance. After failing to bypass the alarm with help from ts, the patient was advised to cancel the treatment. The patient reportedly saw fluid leak out of the cycler door when they opened it to remove the cassette. There was no visible damage on the cassette. The patient was unsure what caused the leak, and they did not know where it was coming from. The ts representative advised the patient to discontinue use of the cycler and a replacement was ordered for the patient. It was confirmed during follow up that the patient did not complete their treatment. The patient did not experience any symptoms or other issues due to the incomplete treatment. The patient confirmed they informed their pd nurse of the fluid leak and subsequent cycler replacement. As a precaution, the patient was prescribed prophylactic (oral) antibiotics, to be taken thrice daily for three days. The patient was unable to provide the name of the antibiotic. They had completed their three-day course of treatment at the time of follow up, and it was confirmed that there were no signs or symptoms of peritonitis. In addition, the patient reported that their pd effluent had remained clear. The patient had received their replacement cycler and was continuing pd therapy on the machine with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cycler set was not available for evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the ast. The cycler underwent and passed a patient sensor calibration check and a mushroom head check. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The internal inspection also identified fluid in the pneumatic lines. The cause of the observed dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.